Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient deceased due to chronic renal failure. The left ventricular lead was noted to have dislodged after the patient deceased. The patient was in the hospital and the physician noted that the patient's death was not related to our product or procedure. No additional information was available at this time.